Manufacturer narrative:
E1: patient city: (B)(6) patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported by patient's mother that the patient faced an event of infusion set tubing detachment after being used for one day. This led high blood glucose levels. Site of insertion was abdomen. In relation to the site the pump was worn on waist. Location of detachment was canula part. Patient was sitting at the time of event. There was no stress or pull reported on the tubing. No further information available.